Event description:
Customer reportedly obtained a result of 144 mg/dl on the advantage system while a professional device returned a result of 80 mg/dl within 10 mins. Customer did report that he does not tightly cap his vial of test strips. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement sent.